Event description:
This report is being submitted for additional information based on legal manufacturer's final investigation results

Manufacturer narrative:
This supplemental report is being submitted to inform correction on g3 of the first supplemental report submitted. Additionally, please refer to h6 (investigation findings)- added "leak." The correct aware date (g3) was 1/25/2024 on the 1st supplemental submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that this camera head became defective when connected. The customer further clarified that the issue was poor image quality. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.

Event description:
This report is being submitted for additional information based on legal manufacturer's final investigation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also identified water ingress into the camera cable, flooding of the main unit's image capture and defective images were observed. A device history review (DHR) review was completed, and no issues were identified. Instructions for use (IFU): the following statement is found in the "warning" section of the instruction manual "for safe use endoscope image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may damage the internal electric circuits of the product. The following warning is included in the "precautions for cleaning, disinfection, and sterilization" and "storage" sections of the instruction manual: - do not use the product with tweezers, sterilizers, or other instruments that are not designed for sterilization. Do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. The following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual. If an abnormality occurs in the endoscope image or function and the product returns to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor the field performance of this device.